Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that  patient states their bladder is out of control and they are in diapers 24/7 for the last 6 weeks. Patient states they need to adjust the amplitude and need to schedule an appointment to do this. Patient services walked patient through how to power on handset and handset showed the battery is at 0%. Patient will charge handset and will call back for further assistance. Patient called in for assistance increasing stim. While increasing stim the patient saw a message that said an error had occurred, patient ended the session then was able to adjust stim to the desired level. Redirected to hcp to discuss changing programs if symptoms don't improve. Patient is seeing surgeon next month. Patient called back and reiterated that the therapy was not helping their symptoms. That their bladder was out of control and they were leaking. Patient stated they'd been on program 6 the entire time since implant and had increased up to 4.1 ma but that was uncomfortable so they decreased the stimulation to 3.7 ma, where it was comfortable again, and that's where they currently were but they had no control. Patient services reviewed therapy expectations as well as device description/function and programming and stimulation considerations. Patient services suggested to the patient they could try a new program however the patient wasn't sure whether or not they were able to switch to a new program and stated they needed to discuss programming with their health care provider (hcp) first. Patient stated they had a follow up appointment scheduled with their hcp on (B)(6) 2024. Patient stated they would reach out to their hcp to see if they could change programs in the meantime. Patient will continue to monitor their symptoms and may call back in the future for assistance in switching to a new program. The patient called back to report that they spoke with their surgeon and they gave the patient the go-ahead to change to a different program. The patient asked for instructions. Once the patient connected to the ins, the noticed that program 6 was active by therapy was off. The patient didn't know why therapy was off. Agent reviewed how to change to a different program as requested. The patient changed to program 1 and set stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.